Manufacturer narrative:
(B)(4). Date sent: 6/24/2026 d4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #ec3d60s, with lot/batch #a99h5k, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown laparoscopic procedure, it was observed that the articulation released at the second firing (first firing for gastric body transection). The doctor decided to continue using the device, and no further issues occurred afterward. The same device was used as is to complete the case. There were no adverse consequences to the patient. No additional information provided.